Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implant procedure was extended because the pacing lead could not be fixed well in the patient¿s heart. Lead was not implanted. The procedure was completed successfully using another lead. Patient¿s condition was fine.